Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. Access was gained via the femoral artery. The 80% stenosed and 32mm long de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca) with a reference vessel diameter of 3.6mm. The physician placed a 6f non-bsc guide catheter and a non-bsc guide wire before advancing the 3.50x38mm promus element stent delivery system (sds). The physician was unable to cross the target lesion using the promus element sds. As the physician withdrew the sds, the stent dislodged from the balloon at the ostium of the rca while remaining in the guide catheter. The physician removed the sds, guide wire, guide catheter and the stent as it was still in the guide catheter. The physician completed the procedure with another of the same device. No patient complications were reported and the patient's condition is stable.